Event description:
Home monitoring reported episodes showing rv noise resulting in vf detection. In-office interrogation of device showing persistent noise without isometrics. Data to be presented to physician for next steps. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
30-jan-2024 lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.